Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. It was noted that the patient had multiple inappropriate automatic mode switch (ams ) episodes with oversensing on the right atrial lead. The oversensing was reproducible with arm movement. No further action was taken. The patient will continue to be monitored and is in stable condition.